Event description:
The hospital claims that the graft was implanted for an ilio-femoral bypass procedure. During the procedure, after completing the anastomosis and removing the clamps, the graft leaked blood (quantity unknown) from its walls. The bleeding stopped on its own without intervention. The clinical outcome was good. The graft was left in. The patient is well.